Manufacturer narrative:
Baxter received and evaluated the device.  A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported ¿depressed battery pins¿ which were observed during a visual inspection. The reported ¿depressed battery pins¿ were verified and found to be caused by a failed back flex. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery pins. Any patient involvement, injury or medical intervention is unknown.